Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient did not wake up, and they eventually passed away on (B)(6) 2022 due to a massive bilateral stroke. No diagnostic testing was performed, so the stroke type was unknown. There were no changes to the patient's condition or anticoagulation status that may have contributed to the stroke. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 lvas, (B)(6), and a direct relationship between the device and the reported stroke and patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. The heartmate 3 lvas IFU lists stroke and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.